Event description:
It was reported that at the return of a loaner kit the tip of the screwdriver was fractured. The product was returned with no notes on the fracture. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: france h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that this issue cause a little delay.

Manufacturer narrative:
(B)(4). Updated: a1, a2, a3, a4, b3, b4, b5, b7, d2, d9, g3, h1, h2 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed g-code: mechanical (g04) - drill. Reported event was confirmed as visual examination of the returned product identified the device shows signs of use with galling near the tip of the bit, below the lot number and some gouges just before the fluted section of the bit. The fluted portion of the bit has fractured off and was not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following section was corrected: d4 - primary unique device identification (UDI) number is not applicable as the product was manufactured prior to di release date. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.